Event description:
It was reported that during a da vinci hysterectomy procedure, after the bipolar cord was connected to the electrosurgical unit, energy was released from the bipolar instrument. As a result, an injury to the patient's bowel occurred. The bowel damage was secured by suture and the planned surgical procedure was completed. No additional harm was reported.

Manufacturer narrative:
The hospital has been contacted multiple times for further details and information concerning this incident. To date, no response has been received. As a result, the root cause of the reported event cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
On (B)(6) 2012, the hospital provided intuitive surgical a copy of medwatch uf/importer report (B)(4), which contained the following information: clinical engineering analysis: when connecting the bipolar cord to the esu, apparently the nurse inadvertently plugged the cord into the monopolar jack instead of the bipolar jack. Since the tips of the bipolar forceps were closed, this triggered the monopolar cut mode of the esu and it began delivering energy. Staff noticed the esu tone and smoke visible on the video display and immediately shut off the power to the esu. The monopolar jack on the esu has three holes. Connecting the two outer holes will activate the cut mode, as this is how the normal pencil switch works. The disposable bipolar cord has individual banana plugs on the machine end, which makes it possible to plug into the wrong jack. If the machine end had a single molded connector, the spacing of bipolar pins would prevent plugging into a monopolar jack. Per the additional information provided above, intuitive surgical concluded that the issue experienced by the hospital was due to improper connection of the bipolar instrument to the electrosurgical unit (esu). The instruments and accessories user manual specifically states: caution: please refer to the individual esu manufacturer's operator's manuals for operating instructions. Set the esu to bipolar output. Set the power as low as possible to achieve adequate hemostatis. Warning: do not use bipolar instruments with a monopolar source output as this may cause damage to the instrument and harm to the patient or medical personnel.